Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed the lamp was unlit on due to a blown fuse. The cause of the blown fuse was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found rear panel exhaust hole rust; lamp meihan characters disappear; and lamp does not light due to a blown temperature fuse. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the power turns on, but it does not turn on even after replacing the lamp on the halogen light source. The issue was found during a diagnostic ear examination. The procedure was completed with a similar device. There were no reports of patient harm.